Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device not available for analysis. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the device was explanted due to a migration of the receiver/stimulator, causing pain to the patient. The device was explanted on (B)(6), 2010 and the patient was reimplanted with another device during the same surgery.